Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No compromised force sensor system alarm noted. Noisy motor noted during testing due to faulty motor. However motor was tested outside the device and passed. The device functioned properly. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was making a noise while rewinding or priming. The squealing noise from the pump lasted for a week and a half, and the customer also received a compromised force sensor system. The customer's blood glucose was 104 mg/dl. Troubleshooting was done. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.